Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The current neck angulation is about 55 degree. It was reported that approximately six years after implant, a routine follow up CT scan showed the bifurcated stent graft had migrated 3 cm. No endoleak was present. The cause of the migration was due to disease progression. An endurant cuff was implanted resolving the migration. The physician elected to prophylactically implant an endurant limb. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration. Disease progression; neck dilatation. Conclusion: migration. Disease progression; neck dilatation.